Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the brakes are not holding and noisy.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device complaint issues were not able to be duplicated, so the original complaint issues was not able to be confirmed.

Event description:
Dealer states that the brakes are not holding and noisy.